Manufacturer narrative:
(B)(4) - a visual and microscopic examination identified stent damage. Struts on row 1 from the distal edge were flared. Struts on row 1 from the proximal edge were raised distally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.50x32mm taxus liberte stent would not cross the lesion. The 98% stenosed lesion being treated was located in the severely calcified left anterior descending (lad) artery. The lesion was predilated with a unknown 2.5x15mm balloon, which reduced the stenosis to 70%. The procedure was completed with another 3.50x32mm taxus liberte stent. No patient complications were reported. Patient status reported as "stable". However, the returned product revealed stent damage.